Event description:
Customer's caregiver reported about the customer receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6) 2019, sensor reading of 105 mg/dl was received and compared to built-in result of 69 mg/dl. Customer experienced symptoms described as "pale, hunger and could no longer feel his lower limbs" and was unable to self-treat. A non-hcp treated the customer with a sachet of sugar and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Linearity testing was performed while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported about the customer receiving high readings on his adc freestyle libre sensor compared to readings obtained on the built-in reader. On (B)(6)2019, sensor reading of 105 mg/dl was received and compared to built-in result of 69 mg/dl. Customer experienced symptoms described as "pale, hunger and could no longer feel his lower limbs" and was unable to self-treat. A non-hcp treated the customer with a sachet of sugar and no further treatment was reported. There was no report of death or permanent injury associated with this event.